Event description:
Customer reported being hospitalized due to low bg. Pump was examined by trainer after low bg occurred and showed multiple manual primes. Customer was not sure of bg when admitted because customer was treated by paramedics prior to going to emergency room.